Event description:
The healthcare professional reported that a CT scan showed that the electrode array of the pt's device had migrated out of the cochlea. The device was explanted. Further follow up info has been requested.